Manufacturer narrative:
This report is submitted on september 12, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to explant the device due to other medical issues. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 25, 2023.